Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 10 mg/dl and 130 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The manufacturer's investigation unit was unable to test the returned test strip because it was not recognized by the meter. Unable to test.